Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during dermolipectomy procedure, the thread of the suture broke immediately before use. The product did not contact the patient because the defect was identified by removing the thread from the sterile package. Another suture from the same lot was used to complete the procedure. There was no patient injury.